Event description:
During an ins replacement, one configuration was measuring 70 ohms and the remaining configurations were approx 2,000 ohms. The pt did not have stimulation sensation. The connections with the pocket adaptor all appeared ok. The connection was switched to the other side of the ins to verify any port issue. It was recommended that the lead be checked with a snap lid connector. Testing revealed that there was an issue with the lead. The rest of the system was replaced and the issue resolved. Following replacement, the pt was doing well.

Manufacturer narrative:
(B) (4)